Event description:
It was reported that during an unk procedure, the clips would not advance. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 06/23/2009. Eval summary: the analysis results for the instrument confirmed that it was returned non-functional. The instrument was cycled, and would not feed the clips and the anti-backup mechanism was noted to be non-functional. Upon disassembly of the instrument, the lockout spring and the anti backup lever were found to be out of position. Additionally, the hoop spring was noted to be misassembled; a possible cause of this issue is the misassembling of it during the manufacturing process. However, no conclusion could be reached as to what may have caused the found damage. The batch record was reviewed, and no anomalies were noted during the manufacturing process. Damaged antiback-up, lockout spring out of position, missassembled hoop spring.